Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to hospital due to dyspnea and hyperpyrexia. The examination indicated pneumonia-associated sepsis, with cardiovascular decompensation and atrial fibrillation. On (B)(6) 2019, after a tomography, the patient went into cardiac arrest and ventricular tachycardia was observed on the ECG. A cardiac message and an external shock at 200 joules were applied. The subject pacemaker could not be interrogated neither with the programmer nor with the magnet. After resuscitating and temporary stimulation of the patient, the device was replaced.

Event description:
Reportedly, on (B)(6) 2019, the patient was admitted to hospital due to dispnea and hyperpyrexia. The examination indicated pneumonia-associated sepsis, with cardiovascular decompensation and atrial fibrillation. On (B)(6) 2019, after a tomography, the patient went into cardiac arrest and ventricular tachycardia was observed on the ECG. A cardiac message and an external shock at 200 joules were applied. The subject pacemaker could not be interrogated neither with the programmer nor with the magnet. After resuscitating and temporary stimulation of the patient, the device was replaced.

Manufacturer narrative:
This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, on (B)(6)2019, the patient was admitted to hospital due to dispnea and hyperpyrexia. The examination indicated pneumonia-associated sepsis, with cardiovascular decompensation and atrial fibrillation. On (B)(6)2019, after a tomography, the patient went into cardiac arrest and ventricular tachycardia was observed on the ECG. A cardiac message and an external shock at 200 joules were applied. The subject pacemaker could not be interrogated neither with the programmer nor with the magnet. After resuscitating and temporary stimulation of the patient, the device was replaced.